Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer&#38112;blood glucose (bg) level was 500 mg/dl and an insulin injection was used to address the bg level. The customer changed the infusion set multiple times while troubleshooting the occlusion. The customer change out the supplies on the pump. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.